Event description:
The customer states, the shims that the other tube slides in and out of, they break and they are not a replacement part. He has multiple chairs he is working on but only provided 1 serial number.